Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Additional information received indicated a revision procedure was performed and both the rv and ra leads were replaced. It was reported that the helix would not retract upon removal of the lead. The rv pacing impedance measurements with the new rv lead were approximately 220-230 ohms. Pacing threshold measurements and intrinsic sensing were both within normal limits. The device remains in service with the new leads, however it was noted that the percent of battery usage was higher than expected. Boston scientific technical services (ts) requested that a disk with the device memory be sent in for analysis to confirm the high battery usage was associated with the increase in device outputs. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the lead safety switch associated with this device and right ventricular (rv) lead was triggered due to a pacing impedance measurement less than 200 ohms. At that time the pacing lead configuration was automatically switched to unipolar pacing. There was also an inappropriate episode prior to the lead safety switch being triggered. Pacing threshold measurements increased to 4.5 at 0.5 volts. There was no visible dislodgement able to be confirmed via x-ray. Approximately two weeks prior, at the implant procedure the pacing impedance measurements were 250 ohms. In clinic, the pacing impedance measurements were 250 ohms in unipolar, but when switched to bi-polar configuration they increased to 800 ohms. It was reported that this patient was not pacemaker dependent, but had a slow underlying rhythm. The device outputs were increased to max outputs in the rv and the remaining longevity decreased to one year. The decrease was expected with the current device settings.